Event description:
A 3.5mm diameter by 18mm length s7 stent delivery system was inserted for treatment of a severely calcified lesion in the right coronary artery. The distal lesion was pre-dilated with a 2.5mm by 20mm length ptca balloon. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system, the stent caught on calcium and dislodged from the delivery balloon in the coronary artery. The stent delivery balloon was inserted through the undeployed stent and subsequently removed the stent from the pt. The procedure was completed with the deployment of 4 stents in the right coronary artery. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.